Event description:
I am reporting the essure which is manufactured by conceptus. It is a permanent birth control device which is inserted into the fallopian tubes, the body is supposed to form scar tissue around it and the tubes then are blocked. This product produces serious side effects, which cause a lot of pain, bleeding, and adverse reactions to other organs. I had to have major abdominal surgery to have this device removed. Please note that this product is being pushed on doctors, who are bribed with good compensation and bonuses so that they would push this product to pts. I found out that during the procedure, the company representatives are "guiding" the doctors in the operating room as to how to place the essure product in. I ask that this matter please be investigated, this is a very harmful device, and a lot of woman including myself have suffered greatly from it.